Event description:
Information was received from a patient regarding an external device. The reason for call was the patient reported that the controller says to recharge the controller battery and they can't get the ins to stimulate. Patient stated that the issue has been off and on this week and tried to reset the controller couple of times. The patient stated that they have been trying to charge the controller for two days and the controller was not charged. During the call agent had the patient to reset the controller. Patient confirmed that controller powers on when plugged in to ac power cord and green light was flashing. Patient confirmed that the controller battery was at 10% and the implant was at 40%. The controller seems to be responding to the ac power supply as expected but the patient was very adamant about receiving a replacement battery pack. A replacement recharger telemetry module (rtm) was sent out. Additional information was received from patient stating they were sent a new battery that they got this morning, however none of the cords fit into the controller. Pt was trying to use the dummy controller that the new battery pack was shipped in. Agent reviewed with the pt to swap out the old/new battery packs between their controller and the dummy controller. Pt understood. Pt confirmed that the controller then powered on and that they were able to plug the cords into their controller. Pt unlocked the controller and saw no device found. Agent reviewed screen meaning with the pt. Pt initiated an ins recharging session. The controller got stuck spinning on checking recharge quality and would not advance. Unplugging the recharger from the controller and then plugging the recharger back into the controller did not resolve. Pt saw no apparent damage to the recharger/recharger connector pins. Pt noted that the recharger was replaced before. Pt said that one or two of the controller port connector pins toward the end looked a little "weaker" t han the others. A replacement controller was sent out. It was reported that patient sent back their replacement battery pack with no allegation/additional information. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from patient (pt) stating the controller was frozen and did not go up and down.so they have removed the battery from controller. They think the issue was resolved with the replacement device.